Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a st segment elevation myocardial infarction (stemi) procedure a shaft break occurred. After ballooning, went in with fetch catheter to aspirate clot from coronary artery and the catheter split into 2 pieces at the y-connector where it enters into the patient. They were able to pull back and get both pieces out. They then switched out for a new catheter with no complication.